Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the popliteal artery. A 3.00mm x 150mm, 150cm ranger paclitaxel-coated pta balloon catheter was for peripheral arterial occlusive disease procedure. During the procedure, the balloon burst before it was inflated to the nominal pressure. The procedure was completed with another of the same device. No complications were reported, and the patient was stable. It was further reported that target lesion was mildly tortuous and non-calcified popliteal artery extended to posterior tibial artery. The lesion was pre-dilated prior advancing the ranger balloon and the loading tool was used to advance the device through the sheath. During the procedure, the balloon ruptured upon first inflation.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the popliteal artery. A 3.00mm x 150mm, 150cm ranger paclitaxel-coated pta balloon catheter was for peripheral arterial occlusive disease procedure. During the procedure, the balloon burst before it was inflated to the nominal pressure. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the popliteal artery. A 3.00mm x 150mm, 150cm ranger paclitaxel-coated pta balloon catheter was for peripheral arterial occlusive disease procedure. During the procedure, the balloon burst before it was inflated to the nominal pressure. The procedure was completed with another of the same device. No complications were reported, and the patient was stable. It was further reported that target lesion was mildly tortuous and non-calcified popliteal artery extended to posterior tibial artery. The lesion was pre-dilated prior advancing the ranger balloon and the loading tool was used to advance the device through the sheath. During the procedure, the balloon ruptured upon first inflation.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6) device evaluated by MFR.: the returned product consisted of a ranger sl drug coated balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The device was functionally tested by inflating it to rated burst pressure. The balloon was able to hold pressure. Inspection of the remainder of the device presented no damage or irregularities.